Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. The patient developed an infection and lead extraction will be scheduled at a later date. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).